Manufacturer narrative:
(B)(4): d10: item # pmi158009, custom acetabulum, lot # 562130. Item # unknown, 24/28 liner, lot # unknown. Item # unknown, unknown screws x6, lot # unknown. Item # unknown, unknown sts arcos stem 13x150, lot # unknown. Item # unknown, unknown arcos size a standard offset broach body, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 1 month post implantation due to dislocation. During the revision, and old hematoma was evacuated. The head was found marked due to impingement upon the titanium of the shell. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided of the head; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Review of medical records: medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised due to dislocation. Findings during the revision: it was noted there was a large subcutaneous cavity extending through the fascia down to hip from old hematoma. Hip easily dislocatable and head marked due to impingement upon the titanium of the shell. Change to a +6 head trial gained great stability although some impingement on the posterior rim of the acetabulum so this was rotated into a more superior position resulting in good stability and no impingement. No other complications noted. An x-ray image was provided, however was not further reviewed as the images were not dated. Based on the operative notes/medical timeline, the complaint is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.